Manufacturer narrative:
B3: as the onset date of the skin irritation is unknown, the event date is estimated as january of 2026. D4: lot number of the product is unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced skin irritation with the 72r electrodes. The skin irritation was on the lumbar area. The patient stated that the skin is red around the edge and it gets itchy by the end of the day. The patient changes the electrodes once per week but removes them every night. The electrodes are not moved around to different locations. The irritated area was cleaned with an alcohol pad. The patient applied benadryl cream for the itching. The patient was shipped alternate electrodes to try. It was later reported that the patient¿s doctor advised her to discontinue treatment at a follow up appointment. No further information was provided.